Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat 90% ostial right coronary artery stenosis and an 80% mid right coronary artery stenosis and heavily calcified and tortuous right coronary artery. The physician selected an integrity 2.25x12mm stent. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. During the procedure, the lesion was pre-dilated prior to attempt to implant stent. It was reported that the stent dislodged during removal following failed delivery and was retrieved by snare. It was reported that the physician selected another integrity 2.25x14mm stent to continue the procedure. No damage noted to device packaging. The device was inspected with no issues noted. The lesion was pre-dilated. It was reported that the stent fell off in the aorta and an attempt was made to snare the stent but was unsuccessful.

Manufacturer narrative:
Product analysis: the stent delivery system (sds) and dislodged stent were received for evaluation. The dislodged stent was returned stretched, bunched and deformed. Crimp impressions were visible on the exposed balloon surface. There were numerous kinks along the hypotube. The distal shaft was kinked approx. 3cm distal to the guidewire entry port. There was deformation to the distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.